Event description:
The customer contact reported the patient received less medication then intended. The primary tubing set was being used to deliver normal saline via a symbiq pump. The secondary tubing set was being used for piggyback delivery of an unspecified concentration of taxol and was connected to the primary tubing set. The primary solution container was lowered "18 inches" below the glass secondary solution container. It was reported after 1.5 hours in use, the pump was intentionally stopped to change the patient's shirt. This required the tubing sets and the solution containers to be pulled through the sleeve of the shirt. The delivery was restarted and it was reported that the taxol would not flow and air was pulled into the tubing set from an unspecified location. The customer contact reported while removing the air from the tubing set, an unspecified amount of taxol was lost; therefore, the patient did not receive the complete dose. The primary tubing set was clamped and remaining taxol was delivered. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.